Manufacturer narrative:
The device was not returned in the carton. Only the lens was returned placed on white gauze material sealed in a pouch. Viscoelastic was dried on the lens. The lens was cleaned with lphse for further evaluation. The posterior of the optic surface has light scratches. A dimensional (plan view) inspection was conducted. The lens met specification using an approved template. Information was provided by a health care professional (hcp) that the root cause for the complaint of "explant" was unrelated to the product. According to doctor, the initial lens was opened and used but then noted there was posterior capsule rent and it is not due to quality of the product. Hence the lens was explanted and used another lens. A dimensional (plan view) inspection was conducted. The lens met specification using an approved template. Light scratches were observed on the returned product. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
A sample device was not received for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Addition information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was inserted into the capsular bag, a posterior capsular rent was observed. The lens was removed and an anterior chamber lens was implanted instead. The surgeon does not think the quality of the iol caused the rent, but offered no other cause. Additional information was requested.